Event description:
It was reported that the device displayed an error code 800.8000. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device had an error code 800.8000 was confirmed during the review of the logs and replicated during laboratory testing. ¿ results from the laboratory testing confirmed a malfunctioning logic board caused the pcu to display an error code 800.8000. ¿ the observed error code 800.8000 is detected by the pcu main processor (u7), the c298 capacitor (22uf) with cold solder was identified as the cause for the system error. O the capacitor was re-soldered to the customer's logic board and reassembled the pcu was powered on, and no error or system errors were observed during the programed infusions testing. ¿ the pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 06nov2024. ¿ the error logs showed the next error code on the date reported event 06nov2024: o at 9:12 am the malfunction system code 255-16-275; that means software fault. O at 9:12 am the error code 800.8000; that means general_os_failure, this error occurred ten (10) times. ¿ no active infusion was programmed on the day of the reported event. At the time the reported event issue, the pcu was under external control and request information was being downloaded from 8:18:32 am to 9:00 am. ¿ the alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. ¿ the system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4) please replace the logic board and re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 800.8000. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device had an error code 800.8000 was confirmed during the review of the logs and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning logic board caused the pcu to display an error code 800.8000. The observed error code 800.8000 is detected by the pcu main processor (u7), the c298 capacitor (22uf) with cold solder was identified as the cause for the system error. The capacitor was re-soldered to the customer's logic board and reassembled the pcu was powered on, and no error or system errors were observed during the programed infusions testing. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 06nov2024. The error logs showed the next error code on the date reported event 06nov2024: at 9:12 am the malfunction system code 255-16-275; that means software fault. At 9:12 am the error code 800.8000; that means general_os_failure, this error occurred ten (10) times. No active infusion was programmed on the day of the reported event. At the time the reported event issue, the pcu was under external control and request information was being downloaded from 8:18:32 am to 9:00 am. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. The system was being used for treatment purposes as intended per 21 cfr.820.198 (d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)) please replace the logic board and re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 800.8000. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.